Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery and that he was unable to clear the alarm. The patient's blood glucose at the time of incident was 435 mg/dl. The customer did not mention symptoms or treatments of the high blood glucose. Troubleshooting was initiated for the no delivery alarm. A prime was performed but no insulin exited. The customer then removed the reservoir, rewound the device, then reinserted the reservoir. Afterward, a prime was successfully performed. The customer was advised that the insulin pump was working as designed and that the no delivery alarm was caused by the reservoir or infusion set. No products were returned or replaced.